Manufacturer narrative:
The affected device was analyzed by a dräger technician. During testing he was able to reproduce the reported issue and the m4.1 cable to be the root cause. Evaluation of the log files confirms the reported device failure and ventilation reboot on (B)(6) 2017 at 8:37:21. The device reacted as specified by detecting the failure, altering the user with an alarm according to iec 60601-1-8 and initiating a reboot in an attempt to solve the issue. During the reboot the emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that the device rebooted with device failure 12 alarm while in use. No injury has been reported.